Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, device was found to be past eol. An alert displayed that the device reached eri on (B)(6) 2017. Excessive battery depletion in a short time frame was noted. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The device was returned for premature depletion and was found to be not within estimated longevity. Bench testing was performed on the device and no cause of depletion was found. Battery analysis revealed a lithium cluster short which was noted to be the cause of the premature battery depletion.